Event description:
On (B)(6) 2009 the pt reported experiencing air bubbles in the insulin cartridge of the infusion device. The pt began use of the infusion device one week ago. He stated that he allowed insulin to reach room temperature prior to use. He was instructed to disconnect from the infusion site and he primed the air bubble from the system. No physiological effects were reported. The pt declined offer for add'l training. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.